Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation, as the initial placement was not ideal, and patient needed more left sided coverage. The patient is doing great post operatively, a new sc-2408-56 was added. The explanted device will not be returned.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field f10, h11 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation, as the initial placement was not the ideal, and patient needed more left sided coverage. The patient is doing great post operatively. The explanted device will not be returned.